Event description:
On (B)(6) 2008, this pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat a proximal type I endoleak from a previously placed homemade stent graft implanted in 1999. It was reported that the endoleak was resolved and the pt tolerated the procedure. On (B)(6) 2009, six month f/u imaging revealed aneurysm enlargement due to a type iii endoleak. The origin of the endoleak is unk. On (B)(6) 2009, this pt presented with an aneurysm rupture due to the type iii endoleak. On the same day, two gore excluder aaa endoprosthesis iliac extender components were implanted to repair the endoleak with success. (B)(6) 2009: the pt presented with a separate type iii endoleak, originating from near the proximal end of the stent graft. (B)(6) 2009, an aortic extender component was implanted to repair the endoleak with success. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.